Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 -8.0/1.5/90 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023 . On (B)(6) 2024 the lens was replaced with a shorter length lens due to excessive vault. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).